Event description:
At 9 years and 9 months after the primary surgery, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised all implants and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 october 2021. Lot 112969: (B)(4) items manufactured and released on 10-oct-2011. Expiration date: 2016-aug-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without a similar reported event since 2017. Additional components involved: gmk-primary 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot. 112934 lot 112934: (B)(4) items manufactured and released on 18-sep-2011. Expiration date: 2016-aug-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without a similar reported event since 2017. Gmk-primary 02.07.0212fuc tibial insert uc fixed size 2 / 12 mm (k090988) lot. 103786. Lot 103786: (B)(4) items manufactured and released on 21-jan-2011. Expiration date: 2015-dec-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event since 2017.